Event description:
It was reported that the insulin pump alarmed button error. Customer stated that she was entering her carbs and the insulin pump continued to scroll. Customer's blood glucose was 118 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No button error alarm or numbers scrolling up noted during testing. The insulin pump had a cracked case at display window corner, minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.